Event description:
During a ptca procedure involving a calcified lesion, the quantum maverick monorail balloon ruptured at 15 atms on the initial inflation. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.